Manufacturer narrative:
Upon incoming inspection the device was in eos condition and a service code was displayed, confirming the battery depletion. The memory content was inspected. A number of 442 episodes were documented including 157 charging cycles. Due to this number of charging cycles, the eos condition was anticipated. Once the eos status is reached, a service code appears, alerting the physician. The amount of charge taken from the battery was verified, confirming the normal depletion of the battery, the ability of the device to deliver therapies was verified. The anti-bradycardica pacing pulses proved to be flawless andin amplitude and frequency as programmed. Due to the eos condition, anti-tachycardiac shocks were not available. To test the high voltage circuit, the eos condition was removed with a technical programmer and a 1j test shock was initiated. The test shock was delivered as specified summary: the eos condition is expected due to the amount of 157 charing cycles. The service code corresponds to the eos condition and did not indicate a device defect.

Event description:
Pt expired in 2006. After explanted device status was eos.